Event description:
It was reported the patient experienced a burning sensation at the ins site and numbness down the left side during impedance testing. Readings noted <250 ohms. Palpating the area also caused changes to the stimulation. The patient was scheduled for revision/replacement surgery for the ipg and extension. The explanted devices will be sent to the manufacturer for analysis. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.